Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It's alleged by the attorney through the filing of a lawsuit that the patient underwent a right total hip arthroplasty on (B)(6) 2007 where he was implanted with a stryker hip system. It is further alleged that the patients right hip had to be revised on (B)(6) 2016 due to excessive levels of chromium and cobalt revealed in blood work.